Event description:
The pt presented to cath complaining of chest pain. The angiogram showed re-stenosis of the mid (lad) left anterior descending artery and a new lesion in the main marginal artery. The mid lad lesion was treated 8-months prior to re-stenosis was treated with balloon dilation. The relationship to the device and to the procedure was documented as probable.